Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. There was moisture damage on the motor assembly. The pump had cracks on all four corners near the display window. There was no crack on the lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Hold for cungzait was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 260 mg/dl at the time of incident. The customer stated that the pump died and it could have been due to sweat going into the crack on the screen. The customer treated with a manual injection. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.